Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the technician's statement, the issue with technical error was not reproduced during on-site visit. However, as the turbine was 5 year old, the technician decided to replace the turbine as a precaution. The device was put back into clinical use. The review of attached device's logs confirmed occurrence of technical error indicating that the input voltage to the turbine module was too low. This technical error indicates a turbine module failure and that the turbine has stopped. According to manufacturer's specification turbine module shall be replaced every 10 years. The root cause to the single generation of this technical error cannot be established by this investigation.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).